Event description:
The caller stated that they had a tracheostomy tube in a patient and 3 hours later that tube broke. The patient was re intubated. No other information was reported.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.